Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v199904, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead.

Event description:
The healthcare provider (hcp) reported that the patient had recurrent urge urinary incontinence secondary to chemotherapy preoperation. It was indicated that the urge urinary incontinence was previously stable with enablex and interstim I/ii. It was noted that interstim I/ii were elected to be removed to have future breast mris. It was indicated that interstim ii/stimulator was completely removed. There was partial removal of interstim I/lead. It was mentioned that the lead wire was removed, but the tined lead with four electrodes remained retained and indwelling. The hcp noted that the lead could not be removed once at that juncture based on the depth and fibrosed attachment. The patient tolerated the procedure very well, and was taken to the recovery room in very good condition. The patient was implanted for interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.